Event description:
It was reported, that high capture thresholds were observed, on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2024 and replaced. The patient was stable before, during and after the procedure.